Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: surgeon said the first device staples seemed to fire partially and never form a b (some legs pushed out of device on part of the stapler from what he can recall), but the device cut. Surgeon had enough healthy tissue to use a different cdh29a and complete the anastomosis as planned, minimal delay for a new stapler and for re-firing it and ensuring the anastomosis was complete. Follow up first week of january 2020 surgeon checked his notes and the patient was doing fine and healing as intended.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please follow-up with the appropriate personnel to determine how the device "didn't staple properly"? Was the staple line incomplete (missing staples)? What was the staple formation (unformed, malformed)? Can it be determined how long of a delay in the surgical procedure there was (minutes/hours)? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, stapler broke washer but didn¿t staple properly. Surgery was delayed an unknown length of time. The procedure was completed successfully with no patient consequences reported.